Manufacturer narrative:
Additional information: d9, h3, h6. H10: the customer returned a sample from lot number h20e05038 for evaluation. A visual inspection was performed with the naked eye noted that the occlude feet was broken off the light blue main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for received lot number h20e05038 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of a peritoneal dialysis (pd) transfer set. The cracked twist clamp was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.